Manufacturer narrative:
Follow-up # 1 ¿ (01/31/2015). The patient¿s meter has been returned on 1/15/2015 and evaluated by lifescan product analysis on 1/19/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the patient contacted lifescan (lfs) USA alleging that their onetouch ultramini meter (serial number: (B)(4)) was reading inaccurately high compared to the patient¿s feelings and/or normal readings. The complaint was classified based on customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy issue first occurred on (B)(6) 2014. At this time the patient claimed obtaining a blood glucose reading of ¿95 mg/dl¿ with the subject meter, performed within an unknown period of time of each other. The patient manages their diabetes with insulin pump therapy and denied taking any action regarding their diabetes management routine as a result of the alleged inaccuracy. During the afternoon on (B)(6) 2014 the patient stated that they felt ¿imbalanced, sweaty, had a lack of vision and passed out¿. It is not known if any treatment was sought as a result of this, nor if the patient had measured their blood glucose on the subject meter when they felt symptomatic. At the time of troubleshooting the cca noted that unit of measure was set correctly on the subject meter and an approved sample site was being used. However, the test strips being used were open longer than their discard date. The products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient obtained inaccurately high readings on the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.